Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Complete lead was returned intact, but not severed. The electrical continuity testing passed which indicating that the conductors are intact, stylet insertion test passed without issue which indicating that no blockage in the lumen, and helix mechanism test passed without issue.

Event description:
It was reported that this right ventricular (rv) lead helix failed to extend and retract. As physician tried to extend and retract the lead outside the patient's body and put it back into the body, however, the helix would not go. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead helix failed to extend and retract. As physician tried to extend and retract the lead outside the patient's body and put it back into the body, however, the helix would not go. This lead was replaced and never in service. No adverse patient effects were reported.